Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was three 20ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout all three samples. All three samples exhibited partially circumferential splits at the luer/tubing joints. Microscopic inspection of the splits revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid. (B)(4).

Event description:
It was reported via medwatch "during line assessment the rn noted leaking of the huber needle at the point where the extension line entered the luer access hub and microclave. Closer inspection of the area where the line entered the female luer noted a mound of clear adhesive pooling at the connection junction. Line removed and sent to biomedical for evaluation. In the next seven days, 2 additional huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on (B)(6) 2020. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section." This report addresses the first of three needles.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was three 20ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout all three samples. All three samples exhibited partially circumferential splits at the luer/tubing joints. Microscopic inspection of the splits revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported via medwatch "during line assessment the rn noted leaking of the huber needle at the point where the extension line entered the luer access hub and microclave. Closer inspection of the area where the line entered the female luer noted a mound of clear adhesive pooling at the connection junction. Line removed and sent to biomedical for evaluation. In the next seven days, 2 additional huber line developed blood leaks at the same position where the tygon line entered the hub connector. Both of these extension sets were sequestered and sent to bme for reporting. Bme made best effort to identify which devices but could not determine lot numbers. Leak test on 1/14/20. Bme connected 30ml syringe to microclave input port on extension line. Extension line clamped 20mm proximal from luer connection. Slight pressure on the syringe plunge caused the tube to leak right where the extension tube entered the bottom of the female luer connector. Closer inspection noted a small mound of adhesive material which was outside of the hub connector strain relieve section." This report addresses the first of three needles.